Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported seeing sporadic, what appear to be inaccurate, anti-xa results using stago star max. We have been asked by our pharmacy to investigate sporadic inaccurate coagulation results. One question that has come up is whether the raw material vendors for the anticoagulant in the tubes has changed since (B)(6) 2021. I guess this is a common thing for drugs, quality varies by vendor. We are seeing sporadic, what appear to be inaccurate, anti-xa results using our stago star max, that do not appear to be related to the measurement of the analyte. (Instrument matches with peer measurement.) We have also seemed to rule out pre-analytical variables of specimen handling and centrifugation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1259188. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. Medical device lot #: 1288649. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-10-15. Medical device lot #: 1259189. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. Medical device lot #: 1195658. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-07-14. Medical device lot #: 1228952. Device manufacture date: 2021-08-16. Medical device lot #: 1259188. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1259188. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. Medical device lot #: 1288649. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-10-15. Medical device lot #: 1259189. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. Medical device lot #: 1195658. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-07-14. Medical device lot #: 1228952. Device manufacture date: 2021-08-16. Medical device lot #: 1259188. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported seeing sporadic, what appear to be inaccurate, anti-xa results using stago star max. We have been asked by our pharmacy to investigate sporadic inaccurate coagulation results. One question that has come up is whether the raw material vendors for the anticoagulant in the tubes has changed since (B)(6) 2021. I guess this is a common thing for drugs, quality varies by vendor. We are seeing sporadic, what appear to be inaccurate, anti-xa results using our stago star max, that do not appear to be related to the measurement of the analyte. (Instrument matches with peer measurement.) We have also seemed to rule out pre-analytical variables of specimen handling and centrifugation.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Bd technical services has determined by a discussion with this customer that the cause of their reported issue was heparin dosing by their institution's pharmacy. According to the customer, the issue has been resolved. There have been no changes in the raw goods vendors for anticoagulant products since october 2021. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. The retentions from each lot affected were inspected with no issues being identified. Retention and control tubes from each lot affected were sent to franklin lakes for evaluation.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported seeing sporadic, what appear to be inaccurate, anti-xa results using stago star max.. We have been asked by our pharmacy to investigate sporadic inaccurate coagulation results. One question that has come up is whether the raw material vendors for the anticoagulant in the tubes has changed since october 2021. I guess this is a common thing for drugs, quality varies by vendor. We are seeing sporadic, what appear to be inaccurate, anti-xa results using our stago star max, that do not appear to be related to the measurement of the analyte. (Instrument matches with peer measurement.) We have also seemed to rule out pre-analytical variables of specimen handling and centrifugation.